Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The event history log did not show any pump alarms or unexpected infusion stopages at, or near the time of the customer reported the incident (3:30 a.m. On (B)(6) 2020); however, there was check clutch plunger lever error approximatly 2.5 hours after the customer reported the incident time that stopped a currently running infusion - but did not shut down the pump. For the purpose of this investigation, we are assuming that this check clutch alarm occurrence is what the customer is referring to in their stated complaint. A syringe delivery test was performed with battery power. The investigator was unable to duplicate the customer reported problem. A syringe delivery test was also performed multiple times and no problem was found. During the investigation of the pump it was noticed that the plunger cable was incorrectly routed around the top case screw boss posts, which will retard the forward motion of the plunger head during an infusion causing a check clutch error alarm at some point during an infusion. This issue (which was found in the history log) was caused by the customer's incorrect assembly of the device. This was established as the root cause.

Event description:
It was reported the device was in use with patient and "turned off halfway through infusion". The issue resulted in the patient feeding was delayed with no adverse effects reported.